Event description:
It was reported that the user¿s blood glucose was above 300 mg/dl after a recent supply change, and the caregiver indicated the user might have skipped the pump rewind step, creating a risk that insulin could have been unintentionally delivered if the user was connected during cartridge insertion. Symptoms included hyperglycemia. Outcomes included no hospitalization and caregiver instruction to contact a healthcare professional due to potential inadvertent insulin administration. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed a reported failure to perform the rewind step and possible user connection during cartridge insertion, with no device alerts or alarms reported. It was concluded that the event was related to use error during cartridge replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.